Event description:
It was reported that the patient called to report that he is having difficulty with the pump of his inflatable penile prosthesis (ipp). He was referred to patient services specialist for trouble shooting. Patient received reboot/burp and anti "stiction" and he stated that he has had limited success with these techniques. He does have a follow-up appointment with his doctor on (B)(6) 2020. Local sales representative was contacted for follow-up.